Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor a leaking battery was detected. The electrolyte oxidized the battery contacts and some processor electronic components. It can be assumed that the damage to the rechargeable battery inside is caused due to strong mechanical stress. This is a final report.

Event description:
Device was received at service repair and preliminary investigation revealed a leaking battery and a broken housing. Per repair request form the device was returned as it did not work and had mechanical problems, specifically that the magnet could not be taken out. There is a possibility that the device was dropped at some point. Reportedly, the plastic/housing showed damage. The user was not harmed by the leaking battery.

Event description:
Device was received at service_repair on 30-nov-2023. Initial device investigation revealed a leaking battery and a broken housing. Per repair request form the device did not work and had mechanical problems. Reportedly, the magnet could not be taken out.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.